Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Event description:
Consumer complaint of about blood result reading "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 04/30/2017 and were first opened 2 weeks ago. Customer confirms the strips were stored correctly. Customer ran a back to back blood test, 107mg/dl and 100mg/dl. Reviewed meter memory: lo; (B)(6) 2015; 05:55:00 pm; fasting: yes, lo; (B)(6) 2015; 05:46:00 pm; fasting: yes, 23mg/dl; (B)(6) 2015; 05:41:00 pm; fasting: no, lo; (B)(6) 2015; 05:41:00 pm; fasting: no, 134mg/dl; (B)(6) 2015; 03:51:00 pm; fasting: no. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).